Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high impedances in the 1,900 ohms range, then out of range impedances of greater than 2,000 ohms one day post-implant. The patient was brought back for a lead revision. Prior to the procedure, impedances were checked and were still greater than 2,000 ohms. Then it was noted that impedances were checked again and were then stable at 450 ohms; however, threshold measurements had increased. The physician opened the pocket and there was no connection issue found; the physician instead noted a microperforation as the patient reportedly complained of upper chest discomfort. All pacing was turned off during the procedure, yet the patient's chest discomfort continued. The decision was made to explant and replace the lead. No additional adverse patient effects were reported.

Event description:
The lead was later returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.